Event description:
It was reported that the patient was admitted on (B)(6) 2024 for chest pain and acute coronary syndrome (acs). This patient has history of ischemic cardiomyopathy with the left ventricular assist device (lvad). Symptoms included changes to the electrocardiogram and ischemia. Log files were sent for review. The event log file captured multiple pulsatility index (pi) events on 13aug2024 that were occurring from 5:38:43 to 9:31:34. The catheter lab found aortic root thrombus extending into left main (lm) coronary artery. The patient presented with ischemia/ constrictive pericarditis (cp) after a thrombectomy to left anterior descending artery (lad) and left circumflex artery (lcx). The event was cardioembolic and unlikely due to plaque rupture. The patient underwent an ultrasound, and the right radial artery appeared to be quite small. A micro puncture was used to place a 6 french sheath in right femoral artery. A coronary angiography was performed with a jl 4 and jr4, and the providers were able to finally cross into the left ventricle (lv) with a guide. An ebu 3.15 guiding catheter was used to engage the left main artery (lma), and the lad was wired with a run-through. A thrombectomy was performed with the penumbra device however there was still no anterograde flow. They then wired into the left circumflex (lcx) and performed an intravascular ultrasound in the lcx and lad. Extensive thrombus was seen in the lma going into both the lad and lcx. An angioplasty was performed with a 2.0 x 15 mm balloon into the lad. This caused the clot to migrate into the mid lad. Then an angioplasty was performed with 2.0 x 15 mm balloon into the lcx which restored antegrade flow into the lcx. The penumbra was advanced into the lma and at this point, with some suction, the device was unable to suction anymore. The device was pulled out. Aspiration was unable to be done from the guide. The guide and wires were removed from the patient's body. Red thrombus was still in the penumbra as well as the guide, the guide was then flushed through. Again, the lad was engaged, and the lad and lcx were rewired. The penumbra couldn't pass through the device easily and the lcx wire was removed. The penumbra was moved into the left lad and copious aspiration was performed. At one point the catheter became obstructed and was removed completely. The guide and wire were unable to be aspirated so they were also removed. Again, red thrombus was shown within the penumbra catheter. The left main was reengaged with an ebu 3.75, and a run through was wired into the lad. A repeat angiography showed restored antegrade flow into both the lcx and the lad. Some small missing diagonals were seen as well as a moderate sized om1 subdivision that was occluded. The intravascular ultrasound was advanced into the lad and lcx and showed that there was no residual thrombus or plaque rupture. A final angiography showed that there was thrombolysis in myocardial infarction (timi) iii flow into the lad and lcx. The arteriotomy was closed with a perclose device. A 9 french sheath was placed in the right internal jugular vein then a swan was advanced to the right pulmonary artery (pa). Angiographic findings for this patient included a lesion in the left main coronary artery (lmca). This was in the proximal subsection with 100% stenosis. Pre-procedure timi 0 flow was noted. Previous stents were shown on the mid lad proximal subsection, on the mid lad distal subsection, as well as in 1st diagonal proximal subsection. A lesion was seen in the proximal lad, with ostial 100% stenosis. Pre procedure timi 0 flow was noted. The lesion showed evidence of thrombus presence. The lesion in the 1st diagonal showed 100% stenosis 13mm in length, chronic total occlusion. In the lcx a lesion was shown in the proximal circumflex artery with ostial 100% stenosis. Pre procedure timi 0 flow was noted. Another lesion in the lat 1st obstruse marginal artery, in the midsection, showed 100% stenosis 2 mm in length. A lesion was shown in the proximal right coronary artery (rca), with 60% stenosis and 28 mm in length. Another lesion was shown in the right posterior descending artery (pda) 50% stenosis and 13 mm in length. There was collateral flow from the 3rd right posterior lateral artery to the 1st obtuse marginal artery. As well as collateral flow from the right pda to the distal lad. Collateral flow from the distal lad to the 1st diagonal and collateral flow from the 3rd diagonal to the 1st diagonal was also noted. At rest the patient's oxygen (o2) consumption was estimated 211.15 and heart rate was 40 bpm. After the procedure the lesion in the lmca stenosis was reduced to 0% and timi iii flow was present. The guidewire cross was successful. The stenosis in the lad was reduced to 0% with timi ii flow present, the guidewire cross was successful. The proximal cx lesion in the lcx was reduced to 0% stenosis and post procedure timi iii flow was present. Overall, the patient had a non-st elevation myocardial infarction with active chest discomfort and rising troponin levels. After the lvad the patient had ischemic cardiomyopathy with an international normalized ratio (inr) of 1.9, in addition to acute renal failure with creatinine 1.3. Aspiration thrombectomies, intravascular ultrasounds, and balloon angioplasties were performed on the patients lad and lcx. No residual stenosis was noted. The patients filling pressures were normal and cardiac output was low. The patient was discharged home on IV milrinone and lvad speed at 5100 rpms.

Manufacturer narrative:
8manufacturer's investigation conclusion: review of the submitted log files did not reveal any notable alarms associated with the reported events. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events on 13aug2024. Of note, several pi events were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, myocardial infarction, and multiple types of organ dysfunctions/failures (right heart failure and renal dysfunction), which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.